Manufacturer narrative:
Physio-control replaced the device's power pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing.the device will be returned to the customer for use. Physio-control further evaluated the removed power pcb assembly and determined it was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device failed to complete boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
The initial medwatch report indicates: device code: blank, method code: blank, results code: blank, conclusion code: blank, patient code: blank. The initial medwatch report should indicate: device code: 1476, method code: 10, results code: 3233, conclusion code: 11, patient code: 2645.

Event description:
The customer contacted physio-control to report that their device failed to complete boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to complete boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.